Event description:
It was reported that the patient was presented in clinic for a routine follow-up, and upon interrogation, the pulse generator exhibited a diagnostics anomaly. The device remained implanted.